Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, serial# (B)(4) implanted: (B)(6)1997, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient was not getting good relief with their pump. X-rays were taken and it was shown that the catheter fractured and was disconnected. A catheter revision was planned for (B)(6) 2017. The cause of the catheter issues was unknown. The aforementioned x-rays were done on (B)(6) 2017. The issue was not resolved at the time of the report. The patient's status was "alive-no injury," at the time of the report. No further complications were anticipated/reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8703w lot# l42129, implanted: (B)(6) 1997, product type catheter .

Event description:
Additional information was received from a manufacturer representative (rep). They were going to replace the spinal segment and were looking for x-ray images showing what the old style connectors looked like when connected to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8703w, lot# l42129, implanted: (B)(6) 1997, explanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that a catheter revision was taking place that day ((B)(6) 2017). Catheters and repair kits product compatibility guidelines were requested. No further complications were reported or anticipated.

Manufacturer narrative:
The other relevant components include: product ID (B)(4) lot# l42129 serial# implanted: (B)(6) 1997 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was stated the patient catheter was completely revised and replaced. None of the catheter was available for return. No further complications were anticipated/reported.